Event description:
Patient reported she has often been experiencing low blood glucose levels. Patient stated, she also has experienced some elevated blood glucose levels. Patient reported that on (B)(6) 2010, her blood glucose reading at 6:50 am, was 210 mg/dl, she took a correction with her infusion device and then walked for 45 minutes and programmed a 80% lower tbr (temporary basal rate). Patient stated, she did not eat or drink anything. Patient reported at 10:10 am, her blood glucose reading was 65 mg/dl; she gave herself 0.5 units of insulin with the infusion device, removed the device and went to shower. Patient stated, this was what she was instructed by her diabetes nurse. Patient reported that at 11:00 am, her blood glucose reading was 67 mg/dl, she changed her infusion cannula, filled the cannula housing and soft cannula with 1.0 units of insulin, and then had something to eat and drink. Patient stated, her blood glucose reading at 12:40 pm was 343 mg/dl and she then took 4 units of insulin for correction with her infusion device. Patient reported she rechecked her blood glucose at 3:00 pm with a reading of 365 mg/dl; she changed her soft cannula again, filled the cannula with 1.0 units of insulin through the infusion device and then took 9.0 units of insulin for correction by injection with her insulin pen. Patient reported she again checked her blood glucose at 4:00 pm and at 5:40 pm with a reading of 124 mg/dl both times; no correction was taken. Patient stated, she experienced a low blood glucose reading at 8:20 pm of 51 mg/dl, she drank a fast acting carbohydrate and ate a slow acting carbohydrate, and then she switched to her backup infusion device. Patient reported she checked her blood glucose again at 10:15 pm with a reading of 139 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient reported she called her diabetes specialist, the diabetes nurse, and the nurse thinks the insulin is not effective due to the very warm weather. Patient is continuing to work with her diabetes nurse on adjusting her basal and bolus rates. No further information is available. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.